Event description:
It was reported that stent damage occurred. Predilation was performed with an unspecified balloon catheter and then a 2.75x16mm promus element drug eluting stent was advanced to the lesion but was unable to cross the lesion despite multiple predilation attempts. After the stent was removed from the patient, it was noted that the "medial" part of the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues or damage with the crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is likely to have been caused by excessive tensile forces being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Predilation was performed with an unspecified balloon catheter and then a 2.75x16mm promus element ¿ drug eluting stent was advanced to the lesion but was unable to cross the lesion despite multiple predilation attempts. After the stent was removed from the patient it was noted that the "medial" part of the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).